Event description:
It was reported that there was a lead integrity alert on the right ventricular lead for oversensing of short interval counts. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were16 short interval counts beginning (B)(6) 2014.